Manufacturer narrative:
Evaluation summary: two devices were received in good condition. No visible damage was noted. The hand-activations concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The devices were tested on a generator and no error codes were noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap cholecystectomy procedure, the devices would not work. There was no patient consequence.